Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be concluded. Although the presumable cause is that water invaded the scope connector while the user was handling the device which led to abnormality of electronic parts. As a result, error message was displayed. The event can be detected/prevented by following the instructions for use which state: "·inspection of the endoscopic image user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU. ·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the colonovideoscope displayed an e315 unsupported scope error message. The message was displayed during pre-checks prior to a procedure. The procedure was completed with another scope. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and an e315 error message was displayed. The plug body was dismantled and the moisture indicator had been triggered after contact with fluid/moisture. The inner moisture indicator had also been triggered. In addition, evaluation found the bending section cover glue was lifting and the scope connector cover was burnt. This event is under investigation. A supplemental report will be submitted upon receiving additional information.